Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china plunger was difficult to move and leaked before use. The following information was provided by the initial reporter: special needs cannot draw when using a 10ml syringe, and the small amount of liquid drawn was leaked under and outside the plunger rod. On (B)(6) 2020 confirmed with the sales rep by phone, the rep updated, the event description is updated as follows: 1. The syringe was not used on the patient, it was discovered during the examination. 2. According to sales, the customer feedback was that the feeling of suction is abnormal, the vacuum feeling is not very obvious, the plunger rod was difficult to move, but it can still be drawn out, but the small amount of liquid drawn was leaked to the bottom and outside of the plunger rod. It is suspected that the plunger rod and the syringe are not tightly sealed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-29. H6: investigation summary: a device history record review was performed for provided lot number 1905241 and the review did not reveal any detected quality issues during the production process that could have contributed to this incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed past the plunger rod component. Through magnified inspection, the plunger rod was observed damaged; however, our quality team was unable to identify any sliding difficulties. It has been determined that the leakage resulted from the damage to the plunger lip. This type of damage may result during the handling of the product through the manufacturing facility or during the assembly process. Based on the current preventive measures in place, we believe this was an isolated incident with a low chance of recurrence. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10 ml 21 ga 1-1/2 in bd china plunger was difficult to move and leaked before use. The following information was provided by the initial reporter: special needs cannot draw when using a 10 ml syringe, and the small amount of liquid drawn was leaked under and outside the plunger rod. On (B)(6) 2020, confirmed with the sales rep by phone, the rep updated, the event description is updated as follows: the syringe was not used on the patient, it was discovered during the examination. According to sales, the customer feedback was that the feeling of suction is abnormal, the vacuum feeling is not very obvious, the plunger rod was difficult to move, but it can still be drawn out, but the small amount of liquid drawn was leaked to the bottom and outside of the plunger rod. It is suspected that the plunger rod and the syringe are not tightly sealed.